Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were not cooling the patient. The pads were changed and therapy was resumed. The patient expired, however the nurse manager stated that patient expired because of medical issues, not device issues. The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device was related to the patient death.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Visual inspection noted that the energy connector on the left chest pad appeared to be bent. There were no defects noted on the other three pads. A flow rate test was performed on the returned pads. The pads were connected to the arctic sun machine model 2000 for 10 minutes: left chest pad: a total of 2.22 l/min m2 flow rate was registered during the test. It was noted that there was a leakage on the bent/broken section of the connector. Left thigh pad: a total of 1.27 l/min m2 flow rate was registered during the test. It was noted that the pad was crushed due to over-lamination. Right chest pad: a total of 2.22 l/min m2 flow rate was registered during the test. It was noted that the pad was crushed due to over-lamination. Right thigh pad: a total of .79 l/min m2 flow rate was registered during the test. It was noted that the pad was crushed due to over-lamination. According to the test method the flow rate was out of specifications on all four pads that were tested. Per specifications the flow rate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.